Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with a samsung galaxy a53 5g phone with android operating system version 14. The low and high glucose alarms did not sound, and the customer was not alerted to changes in glucose level. The customer experienced shaking, dizziness, nausea, and palpitations. The customer was provided sugar water for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer reported a lack of alarms. The reported issue was investigated. Per the abbott diabetes care compatibility guide, the reported configuration of samsung galaxy a53 is not compatible with the customer's reported application. This guide is available to the user on the websites where the product is launched. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a poland customer. This is same/similar to us freestyle libre 2 android application, model number 71857-01. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported lack of alarms. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with a samsung galaxy a53 5g phone with android operating system version 14 and app version 2.12.0.11314. The low and high glucose alarms did not sound, and the customer was not alerted to changes in glucose level. The customer experienced shaking, dizziness, nausea, and palpitations. The customer was provided sugar water for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.